Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door had failed. The field service engineer replaced the latch on door to resolve the issue. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility name e1. (B)(6).

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, tower door had multiple failures. The customer reported that the malfunction occurred during the dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.